Event description:
Patient reported obtaining blood glucose results of 714 mg/dl and 670 mg/dl, while using the suspect device. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi." Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.